Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump that sounds all the time was confirmed and reproduced during evaluation. It was identified by service as a constant f-94 alarm upon startup. The cause of this condition is due to incorrect configurations settings caused by a defective main battery. The device configuration option settings were reset per the service manual and the battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that sounds all the time; this condition had the potential to interrupt delivery. This condition was found in the (B)(6) department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.